Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for high out of range pace impedances. The patient was brought in for further evaluation. The pace impedances were found to have risen gradually since october and were now greater than 2000 ohms. At this time, it is suspected that the lead is fractured or there is calcification near the coil. The lead remains in service and there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to provide additional information. The rv lead was explanted and replaced due to the reported observations. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to provide additional information. The patient was brought in for further evaluation. Pocket manipulation and isometrics were performed and no noise was observed. Impedances are still high and out of range, and pacing thresholds have risen slightly. A fracture is no longer suspected, as the observations are now more consistent with calcification. At this time, the lead still remains in service. No adverse patient effects were reported.